Event description:
Mattress was found not on and not inflated. The plugs were checked. No issues found. The pump was turned on and the bed reinflated. The company was made aware and came to inspect the bed. No issues were found but the rep changed the pump on the bed. Manufacturer response for ra 3000, ra 3000 (per site reporter): representative came to inspect the bed and changed out the pump.